Event description:
It was claimed that an unk model of tracheostomy tube caused a tear in the trachea of a pt. The clinician reported that the obturator may have been in too far.

Event description:
Supplemental report-additional information the initial report claimed that distal end of an unspecified tracheostomy tube was rough. The clinician reported: "following insertion of the tube the patient experienced subcutaneous emphysema from a tracheal tear which required needle aspiration". Information provided at a later date revealed that the tracheostomy tube involved with this report was a 8dct tracheostomy tube. On 1/25/06, nellcor puritan bennett spoke to the clinician of the patient who stated that the patient expired two days following the initial report. The clinician reported that the patient died from unspecified medical complications and the clinician alleged "the issue with the trach tube did not help."